Event description:
It was reported by the patient that the patient went through security at a building and the patient's device set off the security system. It was also reported by the patient that at a device check, which occurred after this incident, the patient was informed that the device "quit working for 28 hours" and the patient was in atrial fibrillation. Multiple attempts to obtain further information from the patient's physician were made; however, no additional information was received. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.